Event description:
It was reported patient underwent surgical intervention on an unknown date wherein the entire system was explanted due to infection. Patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered antibiotics to address the issue. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.